Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A drop test for vibration was performed and the test passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim intermittent vibration on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined.